Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device evaluated by MFR: x-ray review: the narrative could not be confirmed from the provided x-ray. It is not visible if the nail is broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth is an unknown date in (B)(6). 510k: this report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, an unknown proximal femoral nail antirotation (pfna) nail was noted broken, post-operatively. Patient was initially implanted with the pfna on (B)(6) 2013. It is unknown how the issue was discovered. Revision surgery is not planned. Patient status is unknown. Concomitant medical products: pfna blade (part: unknown, lot: unknown, quantity: 1), distal locking screw (part: unknown, lot: unknown, quantity: 1). . This report is for an unknown pfna nail. This is report 1 of 1 for (B)(4).